Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted. This medical device report is related to patient identifiers: (B)(6).

Event description:
It was reported, the aspiration needle had issue with multiple needles from the same lot, that were not locking in place. Needle adjusters were not holding in place even though they were locked. The issue occurred during preparation for a endobronchial ultrasound. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
H4: estimated device manufacturer date is december 2022. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. The event can be prevented by following the instructions for use which state: -if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope. -do not push the needle slider suddenly. Doing so may cause sudden needle protrusion, resulting in perforation, bleeding, mucous membrane damage. It can also damage the instrument. -push the needle slider slowly with care on its clicks. Otherwise, the needle¿s distal end may extend from the distal end of the sheath abruptly. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage. Olympus will continue to monitor field performance for this device.